Event description:
Onguard 2 spike port fell out of IV bag. Detailed inquiry description. I had another issue with the spike port adapter fitting very loosely and falling off. The saline bag, port adapter.